Manufacturer narrative:
(B)(4). The product is in possession of the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was tested on a pacing system analyzer (psa) and revealed the same high out of range pacing impedance measurements. The lead was explanted and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.